Manufacturer narrative:
The colonoscope was returned to the manufacturer service center for evaluation and the camera on the scope was found to be working correctly. The right objective lens needed to be resealed and it is believed that the malfunction occurred due to moisture entering at this point.

Event description:
It was reported that all images went off during a colonoscopy. According to the report, the physician was able to finish the case using another scope, with no injury or other adverse health consequence to the patient.